Event description:
A malfunction was reported with the customer's pump, which displayed a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.